Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure.according to the complainant, during the procedure, the clip failed to deploy. It is not currently known if this device exhibited a failure to release scenario. The procedure was completed with another resolution clip.there were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.